Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left essure coil appears to extend into the endometrial canal suggesting malpositioning") and device breakage ("left. Received is partially fragmented metallic coiled hardware segment") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, tonsillectomy, cholecystectomy, rhinitis, polycystic ovarian syndrome, insomnia, hyperlipidemia, gastroesophageal reflux disease, hypertension, dizziness, degenerative disc disease, hypothyroidism, anaphylaxis, rash (nickel rash), menorrhagia, abnormal uterine bleeding, parity 2 and multi gravida. The patient had a family history of hypertension and cancer. On (B)(6) 2008, the patient had essure inserted. At an unknown time, she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2021. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): a.essure coil removed from left fallopian tube. Right fallopian tube segment: portion of completely transected fallopian tube with cautery artifact. C. Left fallopian tube segment: portion of completely transected fallopian tube with cautery artifact. Clinical history: pelvic pain. Gross description: the first specimen is received without formalin fixative, labeled with the patient's name and essure coil, left. Received is partially fragmented metallic coiled hardware segment, consistent with an essure implant, measuring 3.0 cm in length by mm in diameter. [Ultrasound scan vagina] on (B)(6) 2021: findings: there are bilateral essure coils present. The left essure coil appears to be extending into the endometrial canal. Impression: 1. There are bilateral essure coils. This exam does not evaluate exact positioning of the essure coils. The left essure coil appears to extend into the endometrial canal suggesting mispositioning. 2. Nabothian cysts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left essure coil appears to extend into the endometrial canal suggesting malpositioning") and device breakage ("left. Received is partially fragmented metallic coiled hardware segment") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, tonsillectomy, cholecystectomy, rhinitis, polycystic ovarian syndrome, insomnia, hyperlipidemia, gastroesophageal reflux disease, hypertension, dizziness, degenerative disc disease, hypothyroidism, anaphylaxis, rash (nickel rash), menorrhagia, abnormal uterine bleeding, parity 2 and multi gravida. The patient had a family history of hypertension and cancer. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): a. Essure coil removed from left fallopian tube. Right fallopian tube segment: portion of completely transected fallopian tube with cautery artifact. C. Left fallopian tube segment: portion of completely transected fallopian tube with cautery artifact. Clinical history: pelvic pain. Gross description: the first specimen is received without formalin fixative, labeled with the patient's name and essure coil, left. Received is partially fragmented metallic coiled hardware segment, consistent with an essure implant, measuring 3.0 cm in length by mm in diameter. [Ultrasound scan vagina] on (B)(6) 2021: findings: there are bilateral essure coils present. The left essure coil appears to be extending into the endometrial canal. Impression: 1. There are bilateral essure coils. This exam does not evaluate exact positioning of the essure coils. The left essure coil appears to extend into the endometrial canal suggesting mispositioning. 2. Nabothian cysts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Event medical device removal is replaced with event device dislocation & device breakage. Medical history, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.